Event description:
It was reported that: "dr noticed a crack in black guide after placing drill/reamer sleeve into device. She stated crack was/is "not really visible until sleeve is locked into place."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.